Event description:
The complaint received states that during advancement the enterprise vrd and delivery (enf452212 / 10314346) was impeded in the unknown prowler microcatheter necessitating the removal of the microcatheter and coil as one unit. Physician tried delivering an enterprise stent through a prowler select plus mc and the stent got jammed half way through the mc during its introduction. Patient had a basilar tip target lesion with medium vessel tortuosity, then the stent jammed prowler with enterprise stent stuck inside was removed from the guide catheter and then a 2nd prowler mc was inserted into the target vessel and a 2nd enterprise stent was used to complete the patient¿s treatment. The case concluded fine and the patient is doing well. Neither the complaint device nor the concomitant devices kinked or bent at any time. It is reported that the vessels being accessed had tortuous turns. The stent was removed, it was stuck within the microcatheter. It was not possible to assess it for damages. It was reported that there should have been adequate continuous flush during the procedure. Catalogue and lot numbers are not available for the prowler catheter. The prowler and the stent were removed as a unit, and another microcatheter and stent were used successfully. The event occurred mid-way through the microcatheter. Yes, there was loss of target site when the two devices were removed as a unit. There is no information regarding patient demographics. This was a p2 target site.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt (B)(4). The complaint received states that during advancement the enterprise vrd and delivery (enf452212 / 10314346) was impeded in the unknown prowler microcatheter necessitating the removal of the microcatheter and coil as one unit. Physician tried delivering an enterprise stent through a prowler select plus mc and the stent got jammed half way through the mc during its introduction. Patient had a basilar tip target lesion with medium vessel tortuosity, then the stent jammed prowler with enterprise stent stuck inside was removed from the guide catheter and then a 2nd prowler mc was inserted into the target vessel and a 2nd enterprise stent was used to complete the patient¿s treatment. Neither the complaint device nor the concomitant devices kinked or bent at any time. It is reported that the vessels being accessed had tortuous turns. The stent was removed; it was stuck within the microcatheter. It was not possible to assess it for damages. It was reported that there should have been adequate continuous flush during the procedure. Catalogue and lot numbers are not available for the prowler catheter. The prowler and the stent were removed as a unit, and another microcatheter and stent were used successfully. The event occurred mid-way through the microcatheter. Yes, there was loss of target site when the two devices were removed as a unit. There is no information regarding patient demographics. This was a p2 target site. The case concluded fine and the patient is doing well. The products were unavailable for analysis. (B)(4): lake region and cordis lot number 10314346. Per lake region report (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10314346. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4)units, which were shipped from lake region medical on september 20, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4): there was no sterile lot number information available thus no DHR could be performed. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
(B)(4). This is report 1 of 2. The complaint received states that during advancement the enterprise vrd and delivery (enf452212 / 10314346) was impeded in the unknown prowler microcatheter necessitating the removal of the microcatheter and coil as one unit. Physician tried delivering an enterprise stent through a prowler select plus mc and the stent got jammed half way through the mc during its introduction. Patient had a basilar tip target lesion with medium vessel tortuosity, then the stent jammed prowler with enterprise stent stuck inside was removed from the guide catheter and then a 2nd prowler mc was inserted into the target vessel and a 2nd enterprise stent was used to complete the patient¿s treatment. Neither the complaint device nor the concomitant devices kinked or bent at any time. It is reported that the vessels being accessed had tortuous turns. The stent was removed; it was stuck within the microcatheter. It was not possible to assess it for damages. It was reported that there should have been adequate continuous flush during the procedure. Catalogue and lot numbers are not available for the prowler catheter. The prowler and the stent were removed as a unit, and another microcatheter and stent were used successfully. The event occurred mid-way through the microcatheter. Yes, there was loss of target site when the two devices were removed as a unit. There is no information regarding patient demographics. This was a p2 target site. The case concluded fine and the patient is doing well. The products were unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.